Manufacturer narrative:
(B)(4).

Event description:
According to reporter during a roux-en-y procedure, the doctor was passing the needle from one jaw to the other when the needle broke in half. One half of the needle is still attached to the instrument; the other fell off in the patient. The doctor used a lap hand instrument to retrieve the needle. Another device was opened to finish the procedure. The patient had no post op complication due to the issue with the instrument. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.